Event description:
A patient reported experiencing inaccurate high results with an otbe meter. The patient's blood glucose result was 309 mg/dl (this was the only results given in the reported issue notes). Tests were done within < 10 minutes with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it states that pt tested on a freestyle meter and received a 192 mg/dl.